Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-oct-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 01-may-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of the leadless implantable pulse generator (ipg) high threshold and poor sensing and less then two tines engaged, the physician tried to recapture the leadless ipg. After several attempts, the recapture was successful by pulling back the delivery system into the right atrium and pulling on the tether. The procedure was completed by placing the ipg in the right ventricle without issue. On the same day, the control echography revealed tricuspid regurgitation inexistent before the implant procedure. The physician suspected the implant procedure of the leadless ipg to be the cause of the tricuspid valve damage. The patient was asymptomatic. No patient complications have been reported as a result of this event.